Event description:
It was reported that the bd solomed¿ 3ml syringe was damaged, cracked. The following information was provided by the initial reporter, translated from spanish to english: cracked syringes. Complaint from market which the customer reports that during the drug aspiration it was noted that the syringe is defective.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Through visual evaluation, needle is observed attached to the syringe. Unable to confirm incident based on images attached. Physical samples are necessary to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd solomed¿ 3ml syringe was damaged, cracked. The following information was provided by the initial reporter, translated from spanish to english: cracked syringes. Complaint from market which the customer reports that during the drug aspiration it was noted that the syringe is defective.